Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a39 alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 180 mg/dl to 200 mg/dl at the time of the incident. Customer stated that when he pressed that act button it will do a countdown and press it again it will ask to do a rewind and he changed the battery twice and did it again and will be able to complete the rewind. Customer reported they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.